Event description:
New information reported stated that the patient was in stable condition post surgery and was discharged.

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the device battery voltage having reached elective replacement indicator (eri) troubleshooting could not be performed. On (B)(6) 2017 the device was explanted and replaced. No patient symptoms or additional information was reported.